Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they ¿had a bad lead and wondered if they hooked the bad lead up to their new device.¿ records indicated that a new pace/sense right ventricular (rv) lead had been placed in 2009. Follow-up was attempted but no further information was obtained on the chronic rv lead and why a new pace/sense lead had been placed. The chronic rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.